Manufacturer narrative:
On 08 september 2017 the medical affairs director performed a clinical evaluation and commented as follows: intraoperative fracture of drill bit during acetabular implantation in cementless tha. It is not clear from the report if the broken bit remained in the bone or not: we could not see it on the fluoroscopic image provided. If the broken bit has been withdrawn from the patient, no consequence whatsoever is to be expected. If it hasn't, the probability of an adverse event caused by the implanted bit is probably very low. The implanted tha appears correctly positioned.

Event description:
During surgery when the surgeon was preparing for the screw in the acetabulum, the drill bit broke. The broken piece was not recoverable. The surgeon did not need any extra instrumentation. There was a delay of approximately 5 minutes. The surgeon implanted a screw and the surgery was completed successfully.